Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead pacing impedance had increased since last check on (B)(6) 2019. Capture threshold was stable. However, there was no underlying rhythm so no r-wave could be measured. The increase in pacing impedance showed the trend increase since mid (B)(6) 2020. The patient noted having a bad fall during that time. No programming changes were made. The patient had been advised to have a chest x-ray to inspect the right ventricular lead for insulation damage. The patient was stable.

Event description:
New information received noted that no visible damage was observed on the chest x-ray results. The physician has opted to monitor the patient. No further action was taken.